Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of a balloon burst.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used during a procedure performed on (B)(6) 2024. It was reported that the balloon burst. No further information has been obtained despite good-faith efforts. There were no patient complications reported as a result of this event.